Event description:
It was reported that the pt was placed a PICC line via right basilic vein on (B)(6) 2013 for chemotherapy with the help of ultrasound. On (B)(6) 2014, when the nurse did regular maintenance, she found the catheter was broken. After carefully x-ray check, doctors confirmed there was no residual catheter left in the pt's body.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc1882 showed no other similar product complaint(s) from this lot number.